Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during evar procedure in an aneurysmal common iliac artery, the stent graft allegedly failed to deploy. It was further reported that evar limb was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the available information and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: the stent graft delivery system was returned for evaluation. Based on the sample returned the reported failure to deploy the stent graft was confirmed. No indication of high force applied to the outer sheath (e.g. Elongation) could be identified. An attempt to deploy the stent graft during sample evaluation was unsuccessful, the stent graft could not be deployed. No manufacturing issue could be identified. Based on the available information and the evaluation of the sample the reported failure to deploy the stent graft was confirmed. A definite root cause for the reported event could not be determined. The reported application presents an off label use of the device. Labeling review:in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states: "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site, the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The reported application represents an off label use of the device. Based on the IFU supplied with this product the device indicated for use in the iliac and femoral arteries. The safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.

Event description:
It was reported that during evar procedure in an aneurysmal common iliac artery, the stent graft allegedly failed to deploy. It was further reported that evar limb was used to complete the procedure. There was no reported patient injury.